Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the pt was seen at a postoperative surgeon's office visit. A post operative x-ray showed that 2 bone screws that secure the wrist fusion system were broken. The date of surgery was (B)(6), 2010. This procedure was the pt's primary wrist surgery. The pt was sent for a CT scan on (B)(6), 2010. Integra has requested additional clinical information.